Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. A visual inspection was conducted with the naked eye and using magnification. The reported problem of damaged was verified during the visual inspection. Functional testing performed included leak testing, and clear passage testing. Leak testing performed with issues noted: leak through punctured port. Testing determined that damaged was caused by a concaved/punctured molded port (mis-spike). The reported problem was verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike port of y-set was deformed after the connection. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.